Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. In the same month, the patient was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with unknown antibiotics for the peritonitis event. Pd therapy was discontinued while the patient was hospitalized and on an unreported date, the patient began hemodialysis (hd). At the time of this report, the patient was recovered from the peritonitis event. No additional information is available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A review of all batch record documents was performed for potentially associated lot numbers h14c26110 and h13k17056 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).